Manufacturer narrative:
The investigation of the event is ongoing.

Manufacturer narrative:
Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the transapical access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the cause for the reported ventricular arrhythmia 4 days after transapical tavr is unknown. Despite multiple requests, there is not enough information to determine what other patient or procedure factors could have cause or contributed to the reported event; however, there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The edwards lifesciences field clinical specialist was informed the patient passed away 4 days after a successful tavr procedure. The patient had been discharged to home on the previous day. The patient's tavr case and hospitalization course were uneventful. No autopsy was performed. Per additional information provided by the surgeon's office, the cause of death was due to ventricular arrhythmia.